Event description:
It was reported that patient enrolled in a clinical study underwent a total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2011 due to acetabular loosening. All components were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04382 / 04385).